Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action(CAPA/FDA) action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-mar-2026 and investigation completed on 18-mar-2026 this medical device report(MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from leakage from infusion site (cannula base part/cannula) (specific cause not identified), to insertion site egress - trace moisture / superficial wetness. Which requires additional activities not included in the original investigation dated 07-jul-2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18/mar/2026 against "lot number" "5391099" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The review confirmed that lot 5391099 and the identified failure mode are not associated with any non conformance report(ncrs)or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 09/mar/2026 against "lot number" criteria equal "5391099" and similar malfunction codes:leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record( DHR)review: the lot 5391099 was manufactured according to wi 4902100 version 71 and manufactured in 15/jun/2022 with a total of (B)(4) units. The sub-assembly: assembly lot 5391960 was manufactured according to the work instruction(wi) version 23 and assembled in the quickset line, on 15-jun-2022, with a total of (B)(4) units. Lot 5391947 was manufactured according to the wi version 37 and assembled in the quickset line 4,5,8, on 14-jun-2022, with a total of (B)(4) units. Review of the DHR showed that during outgoing inspection, a deviation (ccr idpd 00052) was identified related to the implementation of a 2d barcode in lot 5352727. The DHR confirmed that all relevant tests required for the associated processes were completed and met the specified requirements. No additional deviations were identified, and no maintenance events were recorded that could be associated with the complaint code conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi(monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4) event occurred in china. It was reported that the patient experienced infusion set leaks at the insertion site affecting two sets on (B)(6) 2023. No further information available.